Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned. A pigtail catheter was being loaded into the was when the patient, who was under conscious sedation, snored. The physician noticed air in the left atrium (la)/left ventricle (lv). The patient was placed in trendelenburg position and the mechanical index on the intracardiac echocardiography machine was increased. The patient was placed under general anesthesia with plans to aspirate the air from the lv. The treating physician consulted interventional cardiology and electrophysiology when the air was noted to be resolved. The case was aborted and the watchman device was not implanted. The patient remained hemodynamically stable throughout the procedure. After extubation, the patient was responsive and moving all extremities. The patient stayed overnight for observation and did not show any signs of stroke.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned. A pigtail catheter was being loaded into the was when the patient, who was under conscious sedation, snored. The physician noticed air in the left atrium (la)/left ventricle (lv). The patient was placed in trendelenburg position and the mechanical index on the intracardiac echocardiography machine was increased. The patient was placed under general anesthesia with plans to aspirate the air from the lv. The treating physician consulted interventional cardiology and electrophysiology when the air was noted to be resolved. The case was aborted and the watchman device was not implanted. The patient remained hemodynamically stable throughout the procedure. After extubation, the patient was responsive and moving all extremities. The patient stayed overnight for observation and did not show any signs of stroke.